Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. Device not returned.

Event description:
The customer reported to ansm that: "changing the pth for pain on defect of the abg2 prosthesis. Patient's current condition: pain, granulomas of acetabular bone and femur resorption. Actions undertaken in the healthcare establishment for patient management: complete change ptg + allograft bone".

Event description:
The customer reported to ansm that: "changing the pth for pain on defect of the abg2 prosthesis. Patient's current condition: pain, granulomas of acetabular bone and femur resorption. Actions undertaken in the healthcare establishment for patient management: complete change ptg + allograft bone."

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding bone resorption and pain involving a abgii modular device was reported. The event was confirmed.   Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported bone resorption and pain is considered to be under the scope of this recall. No further investigation is required.